Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an interventional procedure. Reportedly, the physician had to apply considerable force when removing the device from the artery. Closure was achieved with manual compression. There were no patient adverse effects. No additional information is available.

Manufacturer narrative:
The device was received. Investigation is not complete. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this information.